Manufacturer narrative:
(B)(4) date sent: 4/8/2021 additional information: two photos were returned for review. During the visual analysis of two photos, the following was observed: the photos show a device from anvil area with a green reload loaded and the right side from reload and the outer row from left side can be seen fully fired. The inner row from left side was noted with protruding staples on the distal end and a the reload can be seen damaged on this area. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch #unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was received: was there any bleeding? There was no bleeding as staples did not close on the going off part of the stomach. If yes, was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Unclosed staples due to knife displacement. How was the bleeding controlled? Not applicable. How much blood was lost (ml)? Not applicable. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the knife moved out, cut the cassette, thereby deforming it. Not all the staples were closed. Per the surgeon, there was no obvious undesirable consequences for the patient, since that half of the staples suture was on the outgoing part of the body.